Event description:
On 25-may-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 22 mg/dl, resulting in loss of consciousness, seizures, and hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6)2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness, seizures, and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization, intensive care unit admission, ventilator support, and treatment with IV dextrose. Review of available information identified that the user was found unconscious at home with a reported blood glucose value of 22 mg/dl and reportedly experienced multiple seizures prior to hospitalization. The user remained hospitalized for seven days, including three days in the intensive care unit. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no motor errors impacting insulin delivery. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data indicate the ilet was powered off via shutdown command on (B)(6) 2026 and was not powered on again until (B)(6) 2026 following discharge. Review of device history did not identify evidence of device malfunction. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.